Event description:
The user facility reported that a guidewire was being used to access a clotted graft in the patient's forearm. During the procedure, it was determined that the area was tightly stenosed and difficulty was encountered advancing the wire. As the wire was being torqued, 3 to 4-mm of the distal tip broke off inside the graft. The physician determined that the graft had been used up. Therefore, another graft was placed and the procedure was completed successfully. The physician determined that the detached tip would not be a threat to the patient as the graft was "an unused area and the piece of material was so small". Therefore, no retrieval attempt was made and the remainder of the guidewire was discarded. The patient condition is reported as fine.